Event description:
Reporter alleged the blood glocuse monitoring device memory had discrepant results versus the reading received ealier on the meter. Reporter stated result in the morning was 142 mg/dl however when looking at the memory, the result was 212 mg/dl. Reposter indicated no adverse events occurred as a result of the alleged incident and no treatment was received. Reporter stated there are additional readings in the meter memory that customer alleged never receiving as a result. A request was made for the return of the suspect device and replacement product was sent.